Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the customer had been receiving no delivery alarms for a month and a half and the most recent alarm was the night before. The blood glucose at the time of the incident was 91 mg/dl. The father mentioned that the customer had been experiencing ketones and blood glucose level had gone up to 520 mg/dl. It was stated that they were able to resolve the alarm after changing the complete set. The reservoir will be returned for analysis.